Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was done with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to an 18f and the aaa procedure was completed. Reportedly, post procedure, although both knots were successfully advanced to the vessel wall and tightened with the suture trimmer, there was still significant blood oozing. A simple cutdown / nick and spread was performed to achieve hemostasis with manual suturing. The two pre-placed proglide sutures were removed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.